Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint for leak was confirmed because the home patient stated that the reason fluid was coming out of the line was because they disconnected, which is a use error that will cause a leak and can lead to contamination. A labeling review found the patient at home guide to be adequate for use/user error related to this incident.

Event description:
The customer contacted baxter's technical service center to report an issue of leak while on a home choice (hc) device during use, during fill 4. The home patient (hp) was unable to explain why the hp was not connected and the fluid was coming out of the patient line. The baxter technical representative (tsr) explained that the hc was trying to fill the hp right now and the hp should be connected. The tsr explained that since they were not connected, the therapy must end. The tsr walked the hp through ending the therapy. The tsr advised the hp to start over with all new bags and cassette and that once they connect after prime, the hp should not disconnect without calling baxter first. The tsr advised that if they run into any problems, the hp should call back. There was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance spoke with the home patient (hp) in (B)(4) on (B)(4) 2012 regarding the reported issues. The hp stated that they had the check patient line alarm. The hp stated that when they have alarms, they are normally advised to disconnect from the setup and start over. The hp stated "so they disconnected from the setup while calling the service center." The hp stated that the reason fluid was coming out of the line was because they disconnected. The hp stated that there was no product malfunction in any of the supplies. The hp stated their caregiver (cg) said they had not properly stopped therapy before disconnecting which is why fluid came out of the line. The hp stated that it was their fault there was solution coming out of the patient line but they did not know what had caused the check patient line alarm. The hp could not provide any further information.